Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that there was a pocket revision. The pocket site was not healing. The issue was identified at follow-up with the hcp. The patient was under the care of the hcp. The interventions/action taken included time and antibiotics. The issue was resolved at the time of the report. Surgical intervention did occur. The indication-for-use (IFU) was gastrointestinal/pelvic floor. All required information was provided and no follow-up attempts were needed. If additional information is received, a follow-up report will be sent.